Event description:
It was reported that this accessory cutter blade broke off when slitting the enhanced hook of a guide catheter. The boston scientific technical services consultant was not able to provide further information. The piece of this slitter blade was not located. This accessory was out of service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter address 1, initial reporter address 2, initial reporter zip/post code and initial reporter phone fields (e1) in section e, initial reporter.

Event description:
It was reported that this accessory cutter blade broke off when slitting the enhanced hook of a guide catheter. The boston scientific technical services consultant was not able to provide further information. The piece of this slitter blade was not located. This accessory was out of service and will be returned for analysis. No additional adverse patient effects were reported.